Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets tubing detachment events from connector on (B)(6) 2026. The infusion sets were used for less than twelve hours. Patient replaced infusion sets and resumed insulin deliveries successfully.